Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during a software upgrade, the programming data failed to migrate to the new flashcard. Following the upgrade, the handheld continued to perform as intended. The data that failed to migrate, was provided in hard copy form to the physician by the MFR.